Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the renegade hi flo device was returned to our post market quality assurance laboratory. The device was examined visually and microscopically to reveal that the outer shaft is separated. The guidewire that was returned was unable to be removed. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that shaft obstruction occurred. A renegade hi flo was selected for transcatheter arterial chemoembolization. During the procedure, after the embolic particle was injected, another targeted blood vessel was selected to inject the embolic particle again, resulting in a blocked catheter. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, device analysis revealed a detached shaft.